Event description:
Reportedly, the status led of the subject home monitor remains orange. Moreover, the device does not respond to reset attempts. Preliminary analysis showed that the root cause of this behavior is most probably a corruption of the operating system configuration. A re-initialization of the home monitor (full re-flash of the operating system) can solve this issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status led of the subject home monitor remains orange. Moreover, the device does not respond to reset attempts. Preliminary analysis showed that the root cause of this behavior is most probably a corruption of the operating system configuration. A re-initialization of the home monitor (full re-flash of the operating system) can solve this issue.